Manufacturer narrative:
Device manufacturing records were reviewed. Review of the device manufacturing records confirmed the device passed all sterilization tests prior to distribution.

Event description:
On (B)(4) 2013, it was reported that this patient underwent full explant on (B)(6) 2013 due to infection. The patient was re-implanted with a new system on (B)(6) 2013. The explanted generator and lead were returned on (B)(6) 2013 and are pending analysis. A return product form was received indicating that the explant was due to a lead discontinuity and wound infection. Follow-up showed that the lead event was believed to be due to patient manipulation.

Event description:
The patient had the vns lead and generator removed due to a bad infection at the site. The nurse stated that she thinks "things fell apart" so the patient had the vns implanted again on (B)(6) 2013.follow up with the site found that the infection was first observed on (B)(6) 2013. Invterventions included device explant and startment of antibiotics. There was no believed relationship between the infection and vns. The patient ripped the sterile strips the day after surgery, (B)(6) 2013. Cultures taken confirmed the infection was mersa. The device was explanted on (B)(6) 2013. Review of the generator device history records confirmed sterilization was performed prior to distribution.no additional information was provided.

Event description:
Potential contributing factors to the infection were considered/evaluated, and none were found to exist in this situation. The DHR shows that the pulse generator passed all specifications before it was released. The pulse generator diagnostics were as expected for the programmed parameters. A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery shows a non-ifi condition. The data in the diagaccum consumed memory locations revealed that 3.198% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator. Review of decoder data shows that the impedance changed from 11134 ohms to 19121 ohms on (B)(6) 2013. This was after the lead and generator were explanted. Lead analysis was also performed. The outer and the inner silicone tubing of the lead has abraded openings exposing portions of the lead coils. A suspected coil break occurred at the end of the lead coils. Scanning electron microscopy images of the positive coil show what appears to be wear (flat surfaces) on the coil strands resulting in reduction of the diameter of the quadfilar coil strands up to the point of break in at least two strands of the quadfilar coil. Also, the positive coil shows that pitting or electro¿etching conditions have occurred in the vicinity of the break location. Scanning electron microscopy images of the negative coil show that a break occurred on the coil strands. However, due to mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portion.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death. Patient manipulation is believed to have contributed to the event. Corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead.